Manufacturer narrative:
A review of the complaint history for (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for (B)(6) was performed from the date of manufacture, 19-apr-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the tower door could not be recovered. The field service engineer (fse) tested the latch, which failed. The latch assembly was replaced, the hardware was rebooted, and functionality was successfully verified using the hardware test application and medstation application. All tower latches were also tested on site and performed successfully. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary tower had tower door failed. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.